Event description:
Sorin group deutschland received a report that the scp centrifugal pump displayed an error message during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the scp centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.